Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with 2 different programmers. Additionally, the device did not emit beeping tones with magnet placement. A health care professional (hcp) noted that the device showed a battery status of 1 year remaining approximately 5 months ago. Technical services (ts) discussed the potential of a battery depletion anomaly that can result in rapid battery depletion. Ts discussed that if the device is unable to be interrogated with more than 1 programmer and tones cannot be heard with magnet placement, the patient should be considered unprotected, and the device should be replaced as soon as possible. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with 2 different programmers. Additionally, the device did not emit beeping tones with magnet placement. A health care professional (hcp) noted that the device showed a battery status of 1 year remaining approximately 5 months ago. Technical services (ts) discussed the potential of a battery depletion anomaly that can result in rapid battery depletion. Ts discussed that if the device is unable to be interrogated with more than 1 programmer and tones cannot be heard with magnet placement, the patient should be considered unprotected, and the device should be replaced as soon as possible. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with 2 different programmers. Additionally, the device did not emit beeping tones with magnet placement. A health care professional (hcp) noted that the device showed a battery status of 1 year remaining approximately 5 months ago. Technical services (ts) discussed the potential of a battery depletion anomaly that can result in rapid battery depletion. Ts discussed that if the device is unable to be interrogated with more than 1 programmer and tones cannot be heard with magnet placement, the patient should be considered unprotected, and the device should be replaced as soon as possible. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.